Manufacturer narrative:
The product has been requested back for investigation; however, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified message issue was reported involving an abbott diabetes care (adc) device. On 5 january 2025, adc received an email from a customer about their deceased parent, a libre system user who passed away on (B)(6) 2025. The customer requested all available information related to the user's libre data, including alarm functionality, error or interruption situations, sensor measurement history, and system technical log data. The customer stated this information is needed because there is concern that a possible device malfunction may have contributed to the death. Adc customer service is seeking additional information and will submit a follow-up report once more details are obtained. No cause of death, autopsy report, or death certificate has been provided. If further information becomes available, a follow-up report will be submitted. Based on the information currently available, it remains inconclusive whether the adc device contributed to or caused the reported death.

Manufacturer narrative:
This serves as a correction report. Sections updated as follows: h6: updated medical device problem code. H11: updated additional MFR narrative. The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No trip was identified and no further action was required the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified message issue was reported involving an abbott diabetes care (adc) device. On 5 january 2025, adc received an email from a customer about their deceased parent, a libre system user who passed away on (B)(6) 2025. The customer requested all available information related to the user's libre data, including alarm functionality, error or interruption situations, sensor measurement history, and system technical log data. The customer stated this information is needed because there is concern that a possible device malfunction may have contributed to the death. Adc customer service is seeking additional information and will submit a follow-up report once more details are obtained. No cause of death, autopsy report, or death certificate has been provided. If further information becomes available, a follow-up report will be submitted. Based on the information currently available, it remains inconclusive whether the adc device contributed to or caused the reported death. As of january 21, 2026, adc customer service had attempted to contact the customer three times to obtain additional details regarding this event; however, all follow-up attempts were unsuccessful. No cause of death, autopsy report, or death certificate has been provided. If further information becomes available, a follow-up report will be submitted. Based on the information currently available, it remains inconclusive whether the adc device contributed to or caused the reported death.

Manufacturer narrative:
B5: describe event or problem updated: adc customer service had attempted to contact the customer three times to obtain additional details regarding this event; however, all follow-up attempts were unsuccessful. The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified message issue was reported involving an abbott diabetes care (adc) device. On 5 january 2025, adc received an email from a customer about their deceased parent, a libre system user who passed away on (B)(6) 2025. The customer requested all available information related to the user's libre data, including alarm functionality, error or interruption situations, sensor measurement history, and system technical log data. The customer stated this information is needed because there is concern that a possible device malfunction may have contributed to the death. Adc customer service is seeking additional information and will submit a follow-up report once more details are obtained. No cause of death, autopsy report, or death certificate has been provided. If further information becomes available, a follow-up report will be submitted. Based on the information currently available, it remains inconclusive whether the adc device contributed to or caused the reported death. As of january 21, 2026, adc customer service had attempted to contact the customer three times to obtain additional details regarding this event; however, all follow-up attempts were unsuccessful. No cause of death, autopsy report, or death certificate has been provided. If further information becomes available, a follow-up report will be submitted. Based on the information currently available, it remains inconclusive whether the adc device contributed to or caused the reported death.